Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a ghost pocket. A technical support specialist (tss)dialed into the cce, confirmed there are no logs available to trace the original unload messages. The tss informed the customer that the technical team cannot send an unload to the host if the medication was never loaded. The tss suggested the user could test by unloading/loading the med so that tss can check the messages, and since the customer noted the medication was no longer have this medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, system had a ghost pocket. The customer reported that the ghost pocket for cyclobenzaprine 10mg appears as medstation inventory during order verification despite being unloaded, was missing from reports, but shows in the scm interface. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.